Manufacturer narrative:
On 3/31/2020, according with the information reported, doctor, wasted an implant as it had a deep scratch in it and he deemed it unacceptable. During visual inspection of the device no apparent damage could be observed. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no non-conformance related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor memorygel breast implant 590cc had a scratch in it out of box. The implant was intended for use in breast reconstruction. There was no procedural delay or any patient involvement.